Event description:
It was reported that stored egms revealed that the pulse generator exhibited post-sensed t-wave oversensing on the ventricular lead. The pulse generator was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.